Event description:
It was reported that the patient presented in clinic for unrelated issue. Upon interrogation, it was found that the pacemaker was found to be in back-up vvi mode due to radiation. Also, the pacemaker exhibited a failure to capture. The pacemaker was reprogrammed. The patient was in stable condition.